Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. The maude report did not list any information with regards to the initial reporter, customer contact, or the location the event occurred. Unable to obtain additional information or product return as the customer contact/initial reporter/customer entity remains unknown, and no hospital name, address, or contact person with phone or e-mail is provided. The report also stated "no additional information is available."

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿reportedly, post purchase, the device was administering too much or the wrong dose. Irnnotech was being infused at the time of the reported event. The medication rate was set to 167ml/hr. The total amount of over infusion is unknown. The pump infused more than the set rate and it did not slow down when the rate was changed on the pump. No error messaged displayed. There was no patient harm. No additional information is available."